Event description:
The facility reported a colleague infusion pump with a failure code of 814:09. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomedical service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 814:09 was confirmed and reproduced during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the pump head module was replaced.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.